Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a decrease in blood glucose to 64¿mg/dl and described feeling unwell. The patient self-administered three glucose tablets followed by additional food (milk and cookies); however, they continued to feel unwell and subsequently experienced a loss of consciousness after lying down. It was further reported that the patient¿s spouse administered four additional liquid glucose drinks and summoned a neighborhood nurse for assistance. The patient regained consciousness and was able to chew additional glucose tablets.